Event description:
Additional information was received that a procedure delay occurred as a result of the infold. Per the physician, the patient's annular calcification contributed to the infold.

Manufacturer narrative:
Image review: three media files were provided for review. Patient¿s executive summary was not provided for anatomical review. It was reported that a misload occurred during the crimping state of the valve and was discarded. Per medtronic, if a misload is confirmed, the valve and dcs should be discarded, and a new valve should be loaded onto a new delivery catheter system (dcs) so best practices were followed. A fluoroscopy valve load inspection of the new valve was provided for review and confirmed a good load. One of the files provided shows evidence of an infold during the deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, it was documented that the infold occurred after one recapture and during a second deployment and was subsequently replaced with a new valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original packaging jar, submerged in clear solution. As received, all leaflets were in a partially open position with a gap between the free margins. All leaflets were flexible. Creases and frame imprints were present on the leaflets; tissue conditions associated with the crimping and recapturing process. Remnants of coagulated blood were noted on all commissures. Commissures were intact. The valve frame appeared compressed along the valve skirt area. The valve was submerged in body-temp (approximate 37 celsius) saline; frame expanded to full dilation. No kinks or distortions were noted on the frame. Acute thrombotic host material was observed on the valve. Host tissue was removed for loading simulation. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no issues were noted. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012251805); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012214203); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0011995329); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6), the valve was misloaded at the crimping stage. It was suspected that the non-coaxial alignment of the crimping tool caused the inflow of the valve to fold over onto itself while crimping. A different valve (B)(6) was used for implant. The valve was deployed too low and was recaptured. Upon redeployment, an infold was noted at 80% deployment. The valve was recaptured and removed from the patient. A different valve (B)(6) was successfully implanted. No adverse patient effects were reported.